Manufacturer narrative:
Foreign: (B)(6). Device evaluation: one smiths medical cadd legacy plus, mdl 6500, was returned for analysis in used condition. Visual inspection showed no damage to the pump. Review of the event history log showed an occurrence of no disposable attached (nda) and confirmed a record of on/off which may be related to the reported nda issue. Functional testing was performed and was unable to reproduce or confirm the reported event. One possible, but unconfirmed, problem source was listed as possible malfunction of the downstream sensor (dso) or upstream sensor (uso) that detects the cassette connection, or problems with parts on the cassette side that came into contact with the pump sensor. The investigator replaced the dso and recalibrated the uso as a preventative. The problem source could not be identified, and the event was unable to be duplicated. The investigation was unable to reproduce the problem, the complaint allegation was not confirmed.

Event description:
Information was received indicating a cadd legacy plus, mdl 6500, pumps exhibited a "no disposable, pump won't run" alarm during use. It was reported changing the cassette did not resolve the alarming however, the user changed out the pump and the alarm was cleared. No adverse patient effects were reported. No additional information is available.